Manufacturer narrative:
The reported field event of noise and high lead impedance measurements was confirmed in the laboratory due to review of device image and egm. The device was tested on the bench and using automated testing equipment and no anomalies were found.

Event description:
It was reported that a continuous noise on all the egm channels as well as high impedances on all leads were observed. The patient had received multiple inappropriate shocks. The noise was of high frequency and amplitude. After reviewing the session records it was advised that the noise appears to be related to a device. Hence, the device was explanted and replaced and all the equipment parameters are fine. The patient`s condition was stable during the procedure.